Manufacturer narrative:
Date sent to FDA: 8/7/2008. Device will not restart: conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a sales rep was using the motor drive unit in a lab environment when the lights started to flicker and the unit stopped working. The sales rep tried powering up the unit and the unit would not power on. Another unit was available to continue the lab. No pt involvement occurred.